Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 26mm rigid saddle ring was successfully implanted in a patient. The ring had been sized using a ring sizer set. However, post-implant, there was severe mitral regurgitation (mr) confirmed via transesophageal echocardiogram examination. The patient had been taken off bypass to check effectiveness of the ring, but was placed back on bypass after confirming severe mr. The ring was explanted and replaced intraoperatively with a 25mm sjm masters series valve with expanded cuff to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable and recovering at the time of report. The cause for the severe mitral regurgitation is unknown.

Manufacturer narrative:
An event of explant due to severe mitral regurgitation was reported. The device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. Images from field appeared to show a ring when attached and detached from holder.